Event description:
It was reported that the pump battery was depleting quickly, that the battery gauge was fluctuating and that out of range issues occurred between the transmitter and pump. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.